Manufacturer narrative:
H3: no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the electric motor and cord were heating up and another electric motor was used to solve the problem. This continued to occur even after assembly verified to be correct. In addition the drill was tested and tried with a different attachment and that did not resolve the problem. The motor and cord would heat up after a short duration of time and the drill was used appropriately. Nothing happened to the patient. The surgeon stopped using that drill and once a new drill was used the issue resolved. The drill has not been sent to medtronic as they feel its to expensive to use our service plan and they are reviewing their options at this time but this drill is not in circulation anymore. There was no patient involved with this event.